Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient had multiple alerts on merlin.net for out of range hv lead impedance. Fluoroscopy showed very slight externalized conductors. The physician elected to cap the lead and implant a new lead on (B)(6) 2017. The patient is stable.